Event description:
The customer received a questionable intact human chorionic gonadotropin + the b-subunit (hcg+b) result for one patient sample. The patient came into the ER on (B)(6) 2014 with bleeding and cramping and two tubes were drawn, a gold top tube and a green top tube. The original hcg+b result from the gold top tube was 0.167 miu/ml and was reported outside the laboratory. The ER sent the patient for an ultrasound and redrew the patient. The lab pulled both of the sample tubes and repeated them on the other cobas analyzer. The repeat result for the sample from the gold top tube poured into a cup and tested with a 1:100 dilution was 45381 miu/ml. The result from the green top tube with a 1:100 dilution was 45660 miu/ml. The result from the redraw sample was 10000 miu/ml with a data flag and when tested with a 1:100 dilution was 45479 miu/ml. The result from the redraw sample was believed to be correct. The patient was discharged and was not adversely affected. The hcg+b reagent lot number was 17326805 with an expiration date of 10/31/2014. The field service representative found the sample probe set screws were loose and were allowing the probe to shift out of alignment during operation. He reset set the screws and adjusted the probe. He ran precision and performance testing with no errors generated. The customer ran qc with no errors generated. All operational and mechanical checks passed in accordance with documented procedures. The system operates within expectations.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.